Event description:
On (B)(6) 2011 a patient received a carbomedics top hat s5-023 mechanical heart valve. The manufacturer was notified that on (B)(6) 2019 the device was removed and replaced with another valve. No further information was received.

Manufacturer narrative:
The manufacturer made several attempts to follow-up for further information however no further event details were received. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the available information, it is not possible to draw a definitive conclusion regarding the reported event. However, based on the document review performed, no manufacturing deficits were identified. The manufacturer attempted to follow up further on this event, but no additional information been received to date. However, should additional information be provided, the manufacturer will re-assess the event and take further investigative action as applicable.